Event description:
Procedure: unk. Reportedly the dr and nurse rec'd a burn. The burn went through their gloves while using the forceps. It left a dark mark on their fingers. The circulating nurse changed their gloves and the procedure was continued. Another bovie was used for the rest of the procedure and no treatment was applied to the fingers. There was no report of injury.